Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about receiving her new insulin pump and has experienced high blood glucose. Customer also reported that the device alarms for blood glucose monitor. Customer stated that the blood glucose went up to 600 mg/dl in the night and was not able to sleep and feels irritated. Customer treated with manual injection. During troubleshoot; customer stated the drive support cap appears recessed. No air found in the tubing. Customer stated that insulin exist the tubing at manual prime. No insulin leak found. Time, date, basal and bolus are correct. Infusion set was removed and cannula is not bent. Current blood glucose value is 246 mg/dl. Nothing further reported.